Manufacturer narrative:
The complaint was reported to msi (as a repair issue) by (B)(4). Additional info has been requested from (B)(4) in regard to the number of appliers that may have a malfunction. At the time of this report no additional info was received. If additional appliers are reported as malfunctioning, mdrs will be submitted as needed. The device was returned to msi for diagnosis and repair. Eval, conclusions: repair performed for jaw out of alignment.

Event description:
The event is reported as: the applier scissors and cuts vessel. No pt injury reported.